Event description:
It has been reported to philips that the system would not start. The system was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the device to use in good working order complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and identified a malfunctioning host pc. Log file analysis showed that the system did not log between (B)(6) 16:00 and (B)(6) 07:34. This indicates that the host pc, which is responsible for recording system logs, was down in that time frame. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.